Event description:
Synovitis, left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk with osteoarthritis (kellgren-lawrence grade 4, large prior effusion). This case belongs to a batch of icsr's from a company purchased database containing a collection of data from 10/1997 to 07/2010. The pt's medical history was not provided. On an unspecified date, the pt received treatment with first intra-articular synvisc (hylan g-f 20) injection (first course) into left knee, dosage regimen not provided. The lot number of synvisc was not provided. On (B)(6) 1999, she received third synvisc injection. On (B)(6) 1999, the pt experienced synovitis. Later, on an unk date in (B)(6) 1999, she had large left knee effusion and 70cc of clear and yellow fluid was aspirated from left knee. On an unspecified date in (B)(6) 1999, the pt received treatment with intra-articular celestone (betamethasone) at a dose of 2cc. On (B)(6) 1999, the pt recovered from the event of synovitis of left knee. Relevant concomitant medications were not provided. The intensity for the event of synovitis of left knee was mild and for the event of left knee effusion was severe. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related and did not provide the relationship between synvisc and the event of left knee effusion. Follow-up information was received on (B)(6) 2013, and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 04/12/2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsr's from a database extraction containing a collection of data from 10/1997 to 07/2010. The benefit risk profile of the product is not altered by this report.